Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to activate the sleeper implant; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on may 10, 2022.